Event description:
The account alleges that the physician was attempting to acquire access to the left atrium via transeptal puncture after mapping the right atrium. The pericardium had been punctured. The patient was taken off the table and transferred to ICU for further observation and evaluation.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be re-opened.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.